Event description:
Hcp reports the patient has had 2 incidents in which patient has a refill done, and 2 weeks later patient needs to be hospitalized for coma. The dosage is decreased, the pump is reprogrammed and patient wakes up. The mom wants a pump, but not this pump. The concern is if there is no problem with the pump, insurance will not cover it. Catheter dye study and pump x-ray were both okay. The physician is concerned the pump may be bolusing patient and plans to get a more detailed serial x-ray when this is able to be arranged. The patient has been on oral baclofen since september and is reported to be doing poorly. Patient is spastic and has "regressed dramatically." Has lost bladder control. Patient is reported to be a highly intelligent patient who was at the 4th grade level and now is at the 2nd grade level, but gradually improving. They are trying to rule out other problems.